Manufacturer narrative:
Analysis was unable to confirm the customer comment that power points were tripped when the programmer was turned on, the programmer passes an electrical safety test however the power supply was replaced as a preventive measure. The mechanical parts and circuit boards were inspected, the hard drive was reconfigured and the software reloaded and updated. The device passed all final functional and systems tests.

Event description:
It was reported that the power points were tripped two times due to the programmer being turned on. The programmer was returned for service. There was no patient involvement.